Event description:
It was reported the patient experienced a cardiac arrest following an ablation procedure with a farawave catheter to treat atrial fibrillation. The procedure involved a standard pulmonary vein isolation (pvi) with a radio frequency flutter line. After all the catheters were removed and heparin was reversed, the electrophysiologist (ep) began reprogramming the device, at which point the patient went into ventricular fibrillation (vf). The staff had to administer approximately eight shocks to stabilize the patient and cardiopulmonary resuscitation (CPR). The incident occurred about 20 minutes after the last pulse. The patient was stable and recovering. The farawave catheter was not suspected to be the cause of the vf. The device was disposed of and therefore will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the packaging with the lot number information is no longer available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. Function testing was performed, and the catheter was deployed to basket and flower multiple times with no resistance noted, and full deployment was successful on every attempt. There were no anomalies observed with the device. The reported event of cardiac arrest is a known inherent risk of the farawave device. Cardiac arrest is an expected procedural complication addressed within the IFU for the farawave.

Event description:
It was reported the patient experienced a cardiac arrest following an ablation procedure. The procedure involved a standard pulmonary vein isolation with a radio frequency flutter line. After all the catheters were removed and heparin was reversed, the electrophysiologist (ep) began reprogramming the device, at which point the patient went into ventricular fibrillation (vf). The patient is now stable, but the lab staff had to administer approximately eight shocks to stabilize the patient and cardiopulmonary resuscitation (CPR). This incident occurred about 20 minutes after the last pulse and after all catheters had been removed. The patient is currently stable and recovering. Farapulse was used during the procedure but is not suspected to be the cause of the vf.